Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a nurse in (B)(6) of break in aseptic technique and peritonitis with culture positive for (B)(6) in a female patient (age not reported) coincident with dianeal pd2 with 1.5% dextrose, dianeal pd2 with 2.5% dextrose and extraneal peritoneal with 7.5% icodextrin peritoneal dialysis (pd) solutions. On an unreported date, the patient began treatment with dianeal pd2 with 1.5% dextrose, dianeal pd2 with 2.5% dextrose and extraneal with 7.5% icodextrin (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). Action taken with dianeal and extraneal therapies was not reported. Per the nurse, on an unreported date, the patient experienced a break in aseptic technique, further described as a handling error (details not provided). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The reporter described the peritonitis as serious. Treatment rendered was not reported. Concomitant therapy was not reported. At the time of this report, the patient remained hospitalized but was reported to be recovering from the peritonitis event. Per the nurse, the cause of peritonitis was a break in aseptic technique. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because, the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as a handling error. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.